Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filters. The filters subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: perforation and tilt. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the filter was implanted across the body of the l3 vertebra due to a history of bilateral pulmonary emboli with residual, high mobile deep vein thrombosis in the right greater saphenous vein, as well as relative contraindications to coumadin in the form of anemia and possible gi source of blood loss. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately seven years and five months post implantation. The patient reports perforation of filter strut(s) outside the ivc. The patient also reports suffering from anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by legal brief, the patient underwent placement of a trapease vena cava filters. The filters subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: perforation and tilt. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the filter was implanted across the body of the l3 vertebra due to a history of bilateral pulmonary emboli with residual, high mobile deep vein thrombosis in the right greater saphenous vein, as well as relative contraindications to coumadin in the form of anemia and possible gi source of blood loss. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately seven years and five months post implantation. The patient reports perforation of filter strut(s) outside the ivc. The patient also reports suffering from anxiety.